Event description:
It was reported that the ventilator stopped ventilating while it was connected to a pt. The ventilator generated a technical error code indicating disabled valves followed by another one indicating a detected error in the internal memory. The ventilator was disconnected from the pt and the pt was manually ventilated. The ventilator was turned off and back on again and reconnected to the pt until a replacement ventilator was brought. The ventilator was taken to the biomed shop. It passed the pre-use checks. It was left running on a test lung and the error could not be reproduced. There was no pt harm. (B)(4).